Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) found that the entire auxiliary cabinet was not detected on the bus, identified multiple loose grey bus wires, tightened bolts, cleared debris, and noted exposed wiring on the large grey bus wire connecting the main to the auxiliary cabinet. The fse later returned to replace the damaged bus wire, rebooted the device, and verified proper current flow and functionality by inspecting controller board lights and testing drawers and smart remote manager. The customer confirmed successful operation with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.